Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Health care professional reported left side rupture. The device has been explanted.